Manufacturer narrative:
Report inconclusive. This dm0010faa easydrill cranial perforator with lot number 047/17 was manufactured by micromar. The perforator has been returned to the manufacturer and is still pending their evaluation results. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends.

Event description:
It was reported the surgeon was performing a cranial biopsy and the cranial perforator did not stop spinning as it should. This caused a dural tear in the patient, the exact diameter of the perforator. It was reported that death did not occur, but the patient was in recovery. No further information regarding the patient's injury was provided. On follow up it was reported the event occurred while creating a bur hole for a cranial navigated biopsy. This was the initial use of the perforator and the event occurred on the first perforation. Concomitant device information was provided, but they were not available for return. Follow up due to the event was not required, and the patient was in recovery. Patient identifier information was provided. With additional follow up, it was reported the tear to the dura was repaired prior to the surgeon leaving the operating room. The patient did not have an extended stay at the hospital postoperative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. The returned tool was disassembled and the likely cause was identified as foreign debris between the limiting ring and the shaft. The debris appears to have accumulated and had not been removed. According to the instructions for use, it is important to carry out the cleaning of the tool after each perforation. The device history records were reviewed and all specifications were met prior to release. Multiple warnings are included in the easydrill cranial perforator IFU manual including: perform the function test before each trephination. Before performing another perforation, wipe the cutting end of the easydrill cranial perforator removing the residues from the previous drilling. Perform testing procedures again. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.